Event description:
A customer reported an error with their continuous glucose monitoring system, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process, which resolved the issue, and the customer successfully restarted their sensor session.